Event description:
I recently learned of the philips dreamstation recall and it may explain some of the symptoms I've been experiencing for several years. I was diagnosed this spring as having exercised induced asthma, which is a new thing for me. Also this year I was evaluated for left eye irritation and prescribed antibiotic eye drops, but it has not resolved. For the last several years I've been evaluated for light-headedness and dizziness, with no cause found, or resolution. I frequently wake up in the morning with a dull headache even though the numbers from my CPAP machine say that I am getting excellent results from it. I also frequently experience a mild sore throat. FDA safety report ID# (B)(4).